Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the inferior mesenteric artery with at least 90% stenosis, heavily calcified and probably 140 degree tortuosity. The 4.0x15mm herculink stent delivery system (sds) failed to cross due to the anatomy. Upon removal, the mid part of the stent was caught in the guide catheter and the sds together with the guide catheter were removed, however, the stent dislodged and was within the soft tissue in the femoral area. There were no attempts to retrieve the stent and the stent became embedded. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and device embedded in tissue or plaque appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.